Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that one of the pitch cables was broken at the distal clevis hub. The cable segment containing the crimp still remained in the clevis. The clevis did not exhibit any excessive damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
Prior to starting a da vinci si procedure, the user facility reportedly identified a broken wire on the tenaculums forceps instrument's wrist. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.